Event description:
Sonocision would not work. A new one had to be opened to complete the procedure. There was no harm to patient. Manufacturer response for sonocision cordless ultrasonic dissecto, (brand not provided) (per site reporter). Notified field rep.